Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to component failure of pump head. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the water feed of the subject device was not good. The event occurred during setup/inspection for use (during setup in room / before patient was in the room). There were no reports of patient harm.